Event description:
It was reported that during the implant procedure visible insulation damage near the anchor sleeve, and low pacing impedance were evident on the right ventricular (rv) lead after the anchor suture was removed for repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).